Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell cycle one of four in peritoneal dialysis therapy. The patient was reported to have felt overfilled and bloated. The technical services representative assisted the patient to drain their peritoneal cavity and the patient experienced vomiting during this step. It was determined that the patient¿s largest prescribed fill volume was 2500 ml, and that they drained 6310 ml. The patient would end therapy for the night and was to contact their nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for evaluation. The service history review revealed no previous service events that would cause or contribute to the reported problem. Review of the device logs verified the reported iipv. External/internal inspection was performed and no problems were revealed. Device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. A short simulated therapy was performed and completed successfully. The direct cause of the iipv event was false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.